Event description:
Boston scientific received information that the patient with this device received inappropriate shocks for atrial fibrillation. The patient reported that the first shock knocked him to the ground and unconscious and the second shock resulted in a fall and a broken foot. The patient was admitted to the hospital. There were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.